Event description:
Philips received a complaint indicating that the v60 ventilator had a navigation ring that was not working. The device was in clinical use when the issue occurred. There was no patient or user harm reported.

Manufacturer narrative:
This report is being redacted, as information was received that the touchscreen allowed the user to change the value, accept, or cancel. Therefore, the reported event is not likely to cause or contribute to a death or serious injury if the malfunction were to recur, as the user will be able to change the value, accept, or cancel the settings despite the navigation ring not working.